Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was reported the patient was lost to follow-up and based on the available information the shock impedance measurements had been our of range for approximately a year. The patient had recently received an appropriate shock which yielded a shock impedance measurement of 44 ohms. Boston scientific technical services (ts) discussed obtaining a chest x-ray to evaluate the lead conductor and terminal pin position. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. This report will be updated should additional information become available.

Manufacturer narrative:
The proximal portion of the lead was returned severed 42 centimeters (cm) from the is-1 terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this patient underwent a heart transplant procedure. The proximal segment of the lead was returned.